Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Sensitivity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 2g22, that has similar products distributed in the us, list numbers 1l80 and 4p53.

Event description:
The customer observed a (B)(6) result for one patient on the architect analyzer. The following data was provided: (B)(6). The patient is know to have an (B)(6) acute infection. There was no impact to patient management.